Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's battery went out and he had to wait 3 weeks for a replacement. During the interim time waiting, it was stated that the patient would "bounce on the bed" and that the consumer "can't let this happen because his joints would go out of place and it would kill the patient"; "the patient could not handle it". It was also reported that there was no warning when the ins depleted and the battery only lasted for two years. It was noted that this issue began occurring in 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.